Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported an intraocular lens "explant". Additional information was provided by the initial reporter that the lens was removed, but not replaced during the initial intraocular lens (iol) implant procedure. The patient's age at the time of the event was six years old. There was no explanation provided for the reason the iol was removed.